Manufacturer narrative:
The device was returned and analyzed as part of the (B)(4) study. This supplemental report is late information received from the (B)(4) study (B)(4), which was reported as expected to the ps studies program, but inadvertently not recognized as 803 reportable until after the close of the study. According to the study: no failure mode was identified. Additionally, the diagnosis for the revision surgery was heterotopic bone formation. This reason seems to have contributed to device failure. This is supplemental report 2 of 2 for the same event. Supplemental report 1 of 2 is reported on MFR #0001032347-2014-00329-1.

Event description:
Explants were returned to biomet, upon follow up it was confirmed a tmj revision surgery occurred due to pain and limited mouth opening. The revision was the end of (B)(6) 2014, the exact date is unknown.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Review of the manufacturing history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of seven for the same event.